Manufacturer narrative:
Initial reporter phone number: (B)(6). Initial reporter fax number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture, silicone migration.

Event description:
Healthcare professional reported right side suspected prosthetic rupture with lymph nodel involvement. Device remain implanted.

Event description:
Physician reported right side rupture with lymph nodel involvement was diagnosed by ultrasound. The device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, opening on the posterior side assessed as unidentified (tear) opening and missing side assessed as conclusive. (Shell thickness was within specification) . ¿ silicone migration : unable to observe since it is a medical event and is not related to the device. Additional observations. ¿ red particle observed on the device. No further actions are required as the device was implanted.